Manufacturer narrative:
The subject device referenced in this report was not returned to olympus medical systems corp. (Omsc) for evaluation because the patient was hcv-positive and the subject device was discarded by the user. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic left hemicolectomy, three devices were used. After 20 minutes of use, the subject device stopped coagulating and probe damage error occurred. The probe broke off and fell inside the patient. The fragment was retrieved. The user exchanged the first device for the second device and continued the procedure. After 2 minutes of use, the probe broke off and fell inside the patient, and probe damage error occurred. The fragment was retrieved. The intended procedure was completed with the third device. There was no patient injury reported. This is the report regarding the breakage of the probe. This is the second one of two reports.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. *contact with a surgical instrument. 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 3. The probe broke when added load. *contact with non-insulated area of grasping section. 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the probe damage error occurred. 5. The probe broke when added load. The above device handling has warned in the instruction manual.